Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient faced an event of kinked cannula with an infusion set. Patient was alerted by an alarm 2 and it was found that the blockage is likely at the site and the symptoms were noticed 3 or more hours after insertion. The site of insertion was reported to be abdomen and was rotated regularly. The patient's blood blucose level was reported to be high and the patient took correction bolus via pump. Patient was advised to change supplies as necessary and resume insulin therapy. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.